Manufacturer narrative:
Per -868 initial report. To aid the investigation of this event, post primary and pre revision x-rays, the reason for revision and the return of the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of this investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the right hip from a hemi to a total hip after approximately 2 months. The reason for revision has not been reported to corin.

Manufacturer narrative:
Per (B)(4) final report: in order to conduct a thorough investigation of the event, reason for revision, patient age, activity level, patient medical history, available x-rays and device return were requested. It was confirmed that no further information would be provided. The appropriate device details were provided. The corresponding manufacturing records were retrieved and reviewed. This device conformed to material and dimensional specification at the time of manufacture. Without no more information, no further investigation can be performed. Based on this, corin now considers this case closed. However, should any additional information become available for this event, this case may be re-opened for further investigation the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the right hip from a hemi to a total hip after approximately 2 months. The reason for revision has not been reported to corin.